Event description:
It was reported that the patient experienced high blood glucose and it was corrected by corrective bolus via insulin pump (b)(6) 2026.

Manufacturer narrative:
E1: Name: (b)(6),Street: (b)(6). Based on the available information, this event is deemed to be a serious injury.To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:.Reporting Site: 8021545,Manufacturing Site: 8021545.